Event description:
Customer states that while away on vacation she received a button error alarm. She states that she was near water but does not think insulin pump got wet and she was in the sun. Customer's blood glucose was 134 mg/dl. Customer was advised that insulin pump would need to be returned and to revert to back up plan per health care provider.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.